Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient had a revision due to shell loosening and migration, and a broken screw. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including patient details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
It was reported that the patient's right hip was revised due to shell loosening and migration, and a broken screw. There was no known cause or contributor for the loosening or migration. There are no allegations against any other implants. A 50d cluster hole shell and torx bone screw were revised to a 58f tritanium shell with hex screws. Rep confirmed that no further information would be released by the hospital or surgeon.